Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v010660, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lea; product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 377745, lot# v010660, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead; product ID: 377745, lot# v010660, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 377745, lot# v010660, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 18-apr-2020, (B)(4); product ID: 377745, serial/lot #: v010660, ubd: 10-aug-2010, (B)(4); product ID: 377745, serial/lot #: v010660, ubd: 10-aug-2010, (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturing representative (rep) regarding a patient. It was reported that one contact fractured off of a lead during revision on (B)(6) 2017 and is now being explanted so that the patient can have an MRI. No contributing factors were known. The patient requested a full device explant for unknown reasons. It was noted that the hospital currently has possession of the explanted device. It was noted that the device will be returned to the manufacture. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.